Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the time was incorrect and clock was off. A technical support specialist dialed into the station and confirmed network time protocol (ntp) configuration per knowledge article (ka) - how to adjust station ntp server settings. However, the time source was still from the complementary metal-oxide semiconductor (cmos) battery instead of the network time protocol (ntp) server. Requested the customer to verify if port was open between the station and the ntp server. Attempted to update the alternative ntp server provided, but the issue persisted. Assisted in manually updating the time on station to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, time was incorrect and clock was off. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.